Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the jolting sensation has not been determined but they believe it is caused by their implant. It was reported that the sensation was the same as when they were tested for the implant. The issue is yet to be resolved. No further information reported.

Event description:
Patient called stating that the last few weeks, they had been having a lot of jolting sensation down their right leg. Patient said that this was intermittent and happened when they got up from a sitting position. Patient had no falls or trauma, but they had knee replacement surgery on the right leg and patient confirmed this to be unrelated to the interstim system. Patient had tried increasing and decreasing amplitude, but it had not resolved the issue. They had the patient sync with the ins, and patient verified that program 1 was selected at 0.6v, but stimulation was not on. Patient turned stim back on and could now feel stimulation as normal. It was reviewed that the jolting sensation must've been occurring without stimulation on because they just turned the ins back on. Patient thought that the jolting sensation might be related to the knee surgery, since the right knee was the one replaced and the jolting sensation occurs in the right leg. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.